Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred while the patient was connected for the second fill cycle of peritoneal dialysis therapy. The patient stated the supply bag fell and disconnected during use. The technical services representative (tsr) assisted the patient in clearing the alarm. There was no patient injury or medical intervention in association with this report and advised him to start therapy over with new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the patient stated that all bags were not properly connected, not that one fell and disconnected. The patient had used dianeal twin bags (baxter product). Correction: dianeal twin bags were used along with the homechoice during the event. Correction: a solution bag that fell and disconnected was not reported. However, the use of an incorrect disposable with the homechoice was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for setting up the homechoice for therapy and warns the user to be sure to use the correct disposable set for the prescribed therapy and that using the wrong disposable set can result in inadequate therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a solution bag falling and disconnecting from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.